Manufacturer narrative:
On 18-dec-2021, the product investigation was completed. It was reported that an unknown patient was going to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was sticky and the sheath was obstructed. It was reported the dilator would not advance more than halfway through the sheath despite using a lot of force and it felt sticky to the touch. The sheath was replaced and the issue remained. The sheath was replaced with a fixed sheath (st jude) instead of the vizigo sheath to proceed with the case. Device evaluation details: the vizigo sheath, the brim cap, and the hemostatic valve were found in good conditions. However, some bents were observed on the vessel dilator returned. A bent was located at 17.25" from the proximal end. In addition, some bents were observed on the vizigo shaft. The bents were located at 26" from the proximal end. The vessel dilator was introduced through the luer hub of the vizigo sheath to verify any obstruction; and resistance was felt in the middle section, approximately at 18" from the proximal end. Then, the vessel dilator was introduced thru the distal tip of the vizigo and the resistance was felt in the same area. The same try was performed, a smart touch sf catheter was introduced through the proximal end of the vizigo, and the resistance was felt in the same area. However, no obstructions were detected. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. The analysis did not reveal any issues related to the "sticky" condition reported by the customer. A device history record evaluation was performed for the finished device 50000024 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient was going to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was sticky and the sheath was obstructed. It was reported the dilator would not advance more than halfway through the sheath despite using a lot of force and it felt sticky to the touch. The sheath was replaced and the issue remained. The sheath was replaced with a fixed sheath (st jude) instead of the vizigo sheath to proceed with the case. Additional information: the resistance they were having was when they were trying to put dilator into sheath. There was not any physical damage on sheath/dilator. There was not any occlusion when irrigating the sheath. The sheath was narrowed. It required a lot of force to move dilator through sheath. The dilator was not stuck on the sheath. The dilator was reported to feel sticky while prepping sheath. There was not any evidence of material adhered to the surface. No, the sticky part/substance was not in contact with the patient as the sheath not used during the procedure. Sheath obstruction is not MDR-reportable. Foreign material on usable length of sheath is MDR-reportable.